Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services {ts) looked at the rv noise episodes and the patient does not appear to be dependent and does not have any pauses at or longer than 2 seconds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).